Event description:
Additional information: the drug delivered via the device was reported as lioresal. Patient's physician was not aware of the motor stall, did not have any further information regarding the same.

Event description:
It was reported that the patient did not experience any symptoms. The pump stalled at 1:50 and recovered at 16:09. Per hcp, she interrogated the pump and the pump was stalled. She waited 20 minutes and interrogated the pump again and it had restarted. MRI was the cause of the stall. The patient was fine and has not had any problems.

Event description:
A confirmed motor stall noted in event logs with no motor stall recovery was reported. The motor stall was caused by patient having MRI or other medical procedure. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model: 8731, serial #: (B)(4), implanted: (B)(6) 2004, explanted: unk.